Manufacturer narrative:
Film evaluation summary: the cause of the reported low placement of the bifurcate leading to the proximal type I endoleak could not be determined from the limited films provided. Films during implant were not provided. The two (2) pre-implant coronal CT images returned confirmed that the infrarenal neck was severely angulated; measuring ~70 ¿ 80deg. The neck was also conical shaped. It is therefore possible that the events were due to a combination of aneurysm morphology and user technique. The cause of the possible type ii and/or type IV may have been patient related, caused by the reported late filling from the vena cava or by the patient¿s hyper anticoagulopathy. The reported pre-implant rupture and heart stress (akinetic inferior cardiac wall) likely contributed the patient¿s death. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: etcf3232c49e sn (B)(4), expiration date: 2018-08-17, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the emergent endovascular treatment of a 9 cm in diameter ruptured abdominal aortic aneurysm which caused the formation of a large fistula into the vena cava. The proximal aortic neck was short, angulated and conical. Measuring 27 mm at the renal, tapering down to 22 mm and then to 29 mm within 15 mm length. It was reported that during the implantation of the endurant bifurcated stent graft, unbeknownst to the physician, moved distally 2 cm below the renal arteries prior to bare spring deployment. Which resulted in a proximal type I endoleak. The physician implanted an endurant 32 aortic cuff at the renal arteries but the proximal type I endoleak remained. Another manufacturer¿s stent was implanted at the renal arteries however there continued to be either a type I endoleak or type iii separation endoleak between the endurant stent grafts. The physician implanted an endurant 36 aortic cuff at the flow divider to cover the possible type iii separation endoleak between the stent grafts. At this time, there was continued late filling of the aneurysm sac, but physician thought that it was either a type ii endoleak from the vena cava, or a type IV endoleak due to the patient¿s hyper anti-coagulopathy. During the procedure, the patient required resuscitation due to loss of blood pressure. The patient's blood pressure was stable and the procedure was ended. The physician performed an ultrasound several hours post procedure and noted that the patient had an akinetic inferior cardiac wall. It was reported that during the next 12 hours post procedure, the patient coded 4 times and subsequently expired. Per the physician the causes of the endoleaks were related to the patient¿s anatomy of conical, short and angulated aortic neck. The cause of the patient¿s death was not related to the endurant stent graft as the patient¿s hemoglobin was stable and the aneurysm was believed to excluded, but the patient had too much stress on the heart. No additional clinical sequelae were reported.